Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient experienced a high blood glucose event on (B)(6) 2025 and was administered 4.5 units of insulin via an insulin pen by the mother, and eventually was hospitalized on (B)(6) 2025. The patient showed symptoms of feeling sick/unwell and had vomited earlier at home. The blood glucose level at the time of admission was 600 mg/dl with a ketone level of 1.4, which later decreased to 0.2. The patient was treated with insulin via intravenous drip. The patient was discharged the same day with a blood glucose (bg) level of 89 mg/dl. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain.